Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cgm error. During troubleshooting with tandem technical support the error was cleared, and the customer was able to successfully start a new sensor session. There was no reported adverse impact to the customer.